Event description:
This implantable pacemaker was explanted due to preventive and prophylactic reasons, with no device malfunction reported. The product was returned for analysis.

Manufacturer narrative:
This product was returned, and analysis was performed. The analysis found evidence of hydrogen-induced leaky by-pass capacitor(s). The investigation has deemed this to be a component issue.